Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the reported issue could be confirmed.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-stage cover on the imaging system was bent. There was no patient present when this issue was identified. No additional information was provided.